Manufacturer narrative:
In an associated complaint (B)(4), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred to his hcp to discuss next steps for removal and replacement of the sensor as the sensor potentially could have been inserted deeper than usual.

Event description:
On 20 september 2024, senseonics was made aware of an incident where the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. A new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.